Manufacturer narrative:
Vyaire file identification: (B)(4). A vyaire field service representative (fsr) evaluated the device onsite, checked the unit and confirmed transducer fault after running the unit. The cover was removed and the transducer was calibrated. The unit was tested and the volumes were 700 vte when set to 500ml. The altitude setting was checked and found that it was set to 3000. It was adjusted to the correct altitude and the volume was in specification. The unit was ran for at least an hour with no transducer fault. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the vela ventilator was reading transducer fault. At this time, there is no information regarding patient involvement associated with the reported event.